Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of both device history records show that the mechanism assembly and ultrasonic do not belong to this unit. This is an indication that the mechanism assembly and ultrasonic are not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The tampered parts of this pump are located in a different pump and it appears as the parts between these two pumps were interchanged. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.